Event description:
Healthcare professional later reported right side "any creases" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported " right side rupture". Healthcare professional later reported right side "any creases" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease folding of implant: observed rupture: not observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b6, d9, g2, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " right side rupture". Device remains implanted.